Event description:
A consumer reported poor near and intermediate vision, except in perfect lighting, following bilateral intraocular lens (iol) implant surgery, he reports his distant vision as "fabulous". There are two manufacturer reports associated with this event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested 02/19/2008 and 03/03/2008 by mail, fax and telephone. A partially completed questionnaire was received. This report was mailed to FDA on: 03/14/2008.